Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, on closure, the thread broke while using a running suture technique. They used another device to resolve the issue in order to complete the case.